Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The dragonfly device is filed under separate medwatch report number.

Event description:
It was reported the procedure was performed in the right coronary artery. A bmw guide wire was inserted. Predilation was performed, then a dragonfly opstar catheter was inserted. However, while attempting to remove the catheter, it was observed the guide seemed blocked and was unable to be removed. Therefore, the catheter and the guide wire were removed all as one. A new wire was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove the device was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the noted misaligned coils, the noted multiple shaping ribbon bends and the noted multiple core kinks; thus resulting in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.